Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2014-03295. The pt has 2 occipital scs leads (off-label) and 2 subpra-orbital scs leads (off-label). This issue is related to the one of the occipital scs leads. It was reported the pt is experiencing ineffective stimulation. Diagnostics revealed invalid impedance values for the right occipital scs lead (unknown which lot #). It was also reported x-rays identified a break in the scs lead near the neck incision. Surgical intervention will be taken at a later date to address the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.